Manufacturer narrative:
The reported event of unable to remove lead from device header was not confirmed. As received, a complete lead was returned in two pieces. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number- 2017865-2020-03862. Related manufacturer reference number- 2017865-2020-03863. It was reported that the patient presented for initial implant. Post implant, it was noted that the right atrial lead was dislodged. The physician attempted to reposition the atrial lead but could not disconnect it from the pacemaker. The right ventricular lead also could not be disconnected from the device. The system was explanted and replaced. The patient was in stable condition and no patient consequences were reported.